Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
Correction: the patient identifier is (b)4), not (B)(4) as previously reported. This report is filed (B)(6) 2015. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown and a seroma at the implant site. The implanted device remains.